Event description:
The patient was revised due to diassociation of the liner from the shell.

Manufacturer narrative:
This complaint is considered closed.

Manufacturer narrative:
Examination was not possible, as the products were not returned. Review of the device history records was performed for the cup and liner provided lot codes. The review did not reveal any related manufacturing deviations or anomalies for these lot codes. A complaint database search finds no other reported complaints against the metal head provided lot code. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4).

Event description:
Ppf alleges dislocation with closed reduction.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). No device associated with this report was received for examination. A worldwide complaint database search found no additional related reports against the provided product code/lot code combination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
After review of medical records, the patient was revised for dislocation, right total hip. Operative notes reported that a serosanguineous fluid was encountered. On inspection of the hip, it was noted that the polyethylene liner had disengaged and was sitting in an inferiorly displaced position and the nipples around interior aspect of the polyethylene were noted to be absent. The femoral head was articulating with the metal shell of the acetabulum.